Event description:
The pt was admitted for a procedure on 2008 with a 100%, moderately calcified, de novo lesion in the distal right coronary artery (rca). It was noted that the vessel was moderately tortuous. The lesion was pre-dilated and an unk cypher was implanted in the distal end of the rca. Then, the physician tried to implant a 3.0x33mm cypher stent overlapping the proximal end of the first cypher, but it would not cross the lesion. The cypher did not exit the tip of the guiding catheter. Therefore, it was retrieved from the pt and the physician confirmed that the distal end of the stent was flared. Another cypher was used to complete the procedure. There was no pt injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.